Event description:
It was reported that on (B)(6), 2022, during a procedure, the pin inside the center of the plate broke inside the plate as it was undergoing bending. Three plates were affected all the same part. The procedure was completed. Another vendor¿s sternal system was used to complete the procedure. There were no fragments generated. There was no patient outcome status reported. This report involves one (1) plate. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.